Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device could not be completed. The lot number of the disposable handle was not provided, therefore a device history review could not be performed. All handpieces met all qa specifications when then they were released, including adequate sterilization. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation.

Event description:
It was reported that subsequent to a minerva procedure complicated by a difficult cervical dilation, the patient suffered an injury; extent unknown.